Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump button was not working. Customer¿s blood glucose level was 170 mg/dl at the time of incident. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.